Manufacturer narrative:
Facility discarded container involved in incident. No way to evaluate product further.

Event description:
Rn was disposing of a used needle/syringe into the sharps container. Reportedly the needle/syringe turned. Needle tip outward. As the rn lifted the door to complete disposal, she reportedly received a needlestick to her finger on her right hand.